Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.

Manufacturer narrative:
Additional information: returned to manufacturer on, device available for eval?, device return to manuf .?, device eval by manufacturer?, if other specify. Imdrf annex a, g, b ,c and d grids. Omit:a070803 - failure to power up ,g07001 - part/component/sub-assembly term not applicable,b17- device not returned, c20 - no findings available,d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.